Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was feeling shocking at the tailbone. The change in therapy/symptoms was considered sudden. There was no trauma or fall that could be related to this issue. The patient was being shocked when she lay on her back. She also felt a bulge or a bump/knot where her tailbone was located and when she pressed on it she was shocked as well. She was not sure if the sore muscle in her upper back that she had been using heating pad for was related or not either. The issue occurred 2 days ago. When the patient got a new patient programmer (pp) she would turn stimulation off until she could be seen. It was noted that there was a poor communication screen on the pp. The patient was not recently implanted or had a revision surgery. An antenna was not used and syncing with the implantable neurostimulator (ins) did not resolve the issue. It would not do telemetry with and without the antenna. This had been occurring within the last 2 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.